Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / increasingly severe pain") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("increasingly severe discomfort"), menstruation irregular ("irregular menstrual cycles") and migraine ("excessive migraine headaches"). Essure was removed. At the time of the report, the abdominal pain, abdominal discomfort, menstruation irregular and migraine had not resolved. The reporter considered abdominal discomfort, abdominal pain, menstruation irregular and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient had to have a surgery to remove essure due to pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage") and abdominal pain ("abdominal pain / increasingly severe pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("increasingly severe discomfort"), menstruation irregular ("irregular menstrual cycles") and migraine ("excessive migraine headaches"). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, abdominal discomfort, menstruation irregular and migraine had not resolved. The reporter considered abdominal discomfort, abdominal pain, device breakage, device dislocation, menstruation irregular and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("device breakage") and abdominal pain ("abdominal pain / increasingly severe pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("increasingly severe discomfort"), menstruation irregular ("irregular menstrual cycles") and migraine ("excessive migraine headaches"). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, abdominal discomfort, menstruation irregular and migraine had not resolved. The reporter considered abdominal discomfort, abdominal pain, device breakage, device dislocation, menstruation irregular and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: coils were properly placed. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: new events, "migration of essure device,device breakage" were added. Patient's demographics were added. Essure removal date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.